Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient reported shocking sensation and that the stimulation kept shocking to the left of the labia and was so disturbing she couldn't sleep last night. Patient also stated that the health care professional checked her ins status and told her there are 2 years left on it he was able to communicate to her ins using both the clinician programmer and 3037 patient programmer. Patient was redirected to their health care professional. Pat agent maderepeated attempts to troubleshoot poor communication and instructed patient to move away from possible emi, use the pp with and without antenna, confirm patient understands where ins site is located and palpated the ins pocket, as well as positioning the antenna/pp below the incision scar and patient was not able to sync. Patient also stated the hcp set her amplitude too high and she is in pain/uncomfortable which is keeping her up at night follow up email was sent to the manufacturer representative for further follow up. No further complications noted or anticipated

Manufacturer narrative:
Date of event in text changed from 2019-nov-13 to 2019-nov-03. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had turned their ins off about 6 weeks ago and went to turn it back on 2019-nov-03 but were seeing the poor communication screen. They changed the batteries a total of 3 times, noting that 1 set of batteries were bad, and they were still seeing the poor communication screen. It was confirmed that the programmer (pp) had not been dropped or gotten wet and had no exterior damage. Troubleshooting including synching both with and without the antenna was not able to resolve the issue. The patient was sent a replacement pp. Two days later the patient reported that they got their replacement pp but were still getting the poor communication message. It was recommended that they follow up with a healthcare provider to have the ins checked, and the patient was sent a list of local healthcare providers. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had turned their ins off about 6 weeks ago and went to turn it back on (B)(6) 2019 but were seeing the poor communication screen. They changed the batteries a total of 3 times, noting that 1 set of batteries were bad, and they were still seeing the poor communication screen. It was confirmed that the programmer (pp) had not been dropped or gotten wet and had no exterior damage. Troubleshooting including synching both with and without the antenna was not able to resolve the issue. The patient was sent a replacement pp. Two days later the patient reported that they got their replacement pp but were still getting the poor communication message. It was recommended that they follow up with a healthcare provider to have the ins checked, and the patient was sent a list of local healthcare providers. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2019 and patient reported shocking sensation and that the stimulation kept shocking to the left of the labia and was so disturbing she couldn't sleep last night. Patient was redirected to their health care professional there were no patient complications reported as a result of this event.